Manufacturer narrative:
Allergan has initiated an investigation into this late report. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: linear opening. A leak test was perform and was found one opening. A microscopic analysis identified a curved striated opening on radius side assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. It was not considered as workmanship since the device was received out its primary packaging.

Event description:
Healthcare professional reports a device "ruptured" during implant surgery. Surgery was completed with a backup device.